Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The cause of the peritonitis was unknown. The patient was treated with unspecified antibiotics for the peritonitis. At the time of this report, the patient was recovering from the event with ongoing antibiotic treatment. Dianeal and extraneal therapies were ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.